Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. All results are in miu/ml. The initial result was 0.100 with a data flag. After the objection of a clinician, the sample was repeated on the same analyzer with results of 23.48 and 21.98 with data flags. The user sent the sample to an external laboratory to be tested on a modular e analyzer and the result was 27. The result of 23.48 was reported to the physician. The patient was not harmed by any action taken and was not adversely affected. The hcg+ss reagent lot number was 162501.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Calibration signals were compared with lot release data and were within expectations. Quality controls were within specification. A reagent issue is not evident. Based upon the information provided, the user did not adhere to the centrifugation recommendations of the primary tube manufacturer. This could have caused the event. Additionally, a pipetting issue due to foam on the sample or reagent surface could have caused the event.